Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. No intervention was performed. The patient had no adverse consequences due to the event.